Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. No product is expected to be returned. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter stated they received discrepant results when testing a patient with two coaguchek xs meters used by the patient (serial numbers (B)(4)) using test strip lot 40963821 and a third coaguchek xs meter at the doctor's office (serial number (B)(4)) using an unknown test strip lot number. This medwatch will apply to the unknown test strip lot number. Please refer to the medwatch with patient identifier (B)(6) for information related to the test strips with lot number 40963821. At 10:59 a.m., a sample from the patient was tested using the doctor's meter (serial number (B)(4)), resulting with a value of 1.9 inr. A sample from the patient was tested using meter serial number (B)(4), resulting with a value of 2.5 inr. A sample from the patient was then tested using meter serial number (B)(4), resulting with a value of 1.8 inr. At 11:30 a.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 1.57 inr. All testing was performed within a 4 hour time span. Samples were collected from the same finger for measurements performed with meter serial numbers (B)(4). Contamination was found on the heater plate of meter serial number (B)(4). The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly. The patient had been holding food because he has been having problems choking. The patient was moved to a puree diet and most recently has been moved to a soft food diet. The patient has a history of anemia, but current hematocrit is unknown.